Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient went to the hospital, due to blood glucose (bg) values reaching 608 mg/dl. The discharge paper stated that the patient was diagnosed with diabetic ketoacidosis (dka), but the doctor told the mother that the patient was dehydrated and vomiting. For treatment, the patient was put on a insulin drip. The ketones were checked and were small. The pod was worn between 4 and 24 hours on the arm. The pod was removed at the hospital and discarded.